Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). This lot was manufactured may 22, 2018 - may 24, 2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed evidence of the bladder rupture. The reported issue was verified. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured. The device had been filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.